Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: a visual inspection of the returned package confirmed the event. The outer blister was noted to have a crack on the short end of the package near the tyvek seal. The inner blister and tyvek showed no evidence of damage. The outer carton showed compression damage at the ends of the box which likely caused the damage to the outer blister. A loaners sticker was on the shrink wrap still on the outer carton of the device. The packaging damage was concluded to be a result of shipping damage. The investigation determined the resterilization and use of the implant to be user misuse as the IFU provided with the packaging specifically indicates that should any flaws in the packaging be observed, the device is to be assumed to be non-sterile and is to be discarded or returned. The IFU clearly warns against re-sterilizing any implant suspected of being non-sterile. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during the primary surgery upon inspection sales rep noticed that the inner packaging was cracked. The sterility was in question. So the staff sterilized the same implant at the hospital and used it in the surgery. There was no delay in the surgery.

Event description:
It was reported that during the primary surgery upon inspection sales rep noticed that the inner packaging was cracked. The sterility was in question. So the staff sterilized the same implant at the hospital and used it in the surgery. There was no delay in the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.